Manufacturer narrative:
This is one of two device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced multiple sudden cardiac events and expired approx. Nine months later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.